Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04146. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and a rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring and other outcomes. It was reported that the patient underwent mesh revision on (B)(6) 2010 and removal surgery on (B)(6) 2011 and (B)(6) 2013. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04146. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). As per operative report it was reported that: the patient underwent excision of vaginal mesh on (B)(6) 2010. It was reported that the patient experienced vaginal mesh exposure. On (B)(6) 2011 the patient underwent vaginal excision of anterior mesh, cystoscopy, and placement of anterior repliform to repair cystocele. On (B)(6) 2013 it was reported that the patient underwent an excision of stitch granuloma. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urinary tract infection, urgency, and hesitancy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uterine prolapse,dyspareunia and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced uterine prolapse, dyspareunia and urinary tract infection.